Event description:
It has been reported that the bath bench collapsed, the end user fell and suffered fractured vertebrates.

Manufacturer narrative:
The initial report indicated that the bath bench collapsed and the end user fell backwards, sustaining two vertebrae fractures. The account was contacted but could not confirm any injury or need for medical intervention. The end user had told them that she has various health issues which increases her risk for fractures. The date of the incident is not known. We have very limited details pertaining to the incident. We have attempted to contact the end user to gather details regarding the incident but she has not responded to messages left. We have not received a sample to evaluate. The lot number is not known and we have no photos. Due to the initial report of injury and in an abundance of caution, this medwatch is being filed.